Event description:
Rptr stated back-to-back tests, within five mins and prior to the evening meal, using different fingersticks, resulted in blood glucose readings of 374 and 137 mg/dl. Rptr also stated she was feeling fine adding that the blood glucose reading of 137 mg/dl was normal for her. Control solution test was performed and resulted in a reading of 120 (85-127) mg/dl.